Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received-case become incident injury to herself replaced and new event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure device within the cornua of the uterus') and pelvic infection ('infection in pelvis from essure') in an adult female patient who had essure (batch no. 676116) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and pelvic infection outcome was unknown. The reporter considered embedded device and pelvic infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: lot no. Was added. Event medical device removal was replaced with embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure device within the cornua of the uterus') and pelvic infection ('infection in pelvis from essure') in an adult female patient who had essure (batch no. 676116- inv) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and pelvic infection outcome was unknown. The reporter considered embedded device and pelvic infection to be related to essure. Lot number reported (676116) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure device within the cornua of the uterus') and pelvic infection ('infection in pelvis from essure') in an adult female patient who had essure (batch no. 676116- inv) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic infection (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and pelvic infection outcome was unknown. The reporter considered embedded device and pelvic infection to be related to essure. Lot number reported (676116) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.